Event description:
The pt complained that she was feeling vibrations, tingling, and current going from her left stimulator up her neck. It was also reported as a shocking or jolting sensation at the stimulator location. No stimulation changes were noticed with movement. Palpating the stimulator caused the sensation to change. Impedance measurements were normal. The device was turned off and the sensation persisted. No outcome was reported. Additional info has been requested from the healthcare professional.

Manufacturer narrative:
.